Manufacturer narrative:
Additional manufacturer narrative: edwards received echocardiogram images for pre-procedural, intra-procedural, and post-procedural. These images were evaluated by an independent reviewer and the results are: prior to the valve-in-valve procedure, there was abnormal appearance and motion of one of three bioprosthetic aortic valve leaflets, accompanied by severe central (valvular) aortic regurgitation. The appearance of the ascending aorta suggested that there might have been concomitant ascending aorta repair at the time of aortic valve replacement, with use of, or creation of, a composite graft. Based on the echocardiographic images, it is not possible to definitively determine whether abnormal bioprosthesis leaflet motion is due to factor(s) intrinsic to or external to the valve.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, edwards is unable to confirm the clinical observation. A review of the design history record confirmed that this device passed all manufacturing and sterilization inspections. There are many factors that could result in the report of a failing bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valve-in-valve intervention typically occurs because the original valve is not functioning optimally. In this case, the surgeon implanted a sapien xt into an existing 25mm aortic pericardial valve in the aortic position two weeks post implant due to inadequate leaflets coaptation and aortic regurgitation. There was limited information regarding the condition of the device with the exception of the leaflets not coapting. However, without return of the device or a copy of the echocardiogram taken at the time of the procedure, we are unable to confirm the clinical comments or to investigate into the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that a second edwards device was implanted using a valve-in-valve procedure due to severe bioprosthetic aortic insufficiency. The implant duration of the original device, 25mm pericardial valve, at the time of the procedure was fourteen (14) days. Per the operative report, patient was reported to have had severe exertional shortness of breath and fatigue prior to the valve-in-valve procedure. It was reported that the echocardiography identified at least one of the bioprosthetic aortic valve leaflets was fixated against the aorta and not coapting, which resulted in severe and almost torrential aortic insufficiency. Patient was sent to the cardiac surgical intensive care unit and reported as stable after the valve-in-valve procedure with no reported complication.